Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 25percentage of the touchless plus catheter supplies looked thinner than normal and they bend when tried to insert. They also seem dry not lubricated.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿channel with insufficient lubricant¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported issue. The device was not returned

Event description:
It was reported that the 25percentage of the touchless plus catheter supplies looked thinner than normal and they bend when tried to insert. They also seem dry not lubricated. Per additional information received via liberator on 17oct2022, stated that these touchless plus catheters were not working and were drawing blood. Patient used some different lot and they did the same thing. No medical intervention was reported.